Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board was okay. No unexpected off no power without low battery alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip. No button error alarms noted. The pump had intermittent button response due to moisture damage on the keypad trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of a button error, blank display and off no power anomaly from the insulin pump. The customer's blood glucose level was unknown. The father stated that the pump turned off in the middle of a bolus. The father stated that they took out the battery and the same thing happened. The customer did not receive a low battery alert prior to the off no power alert. The customer was unable to troubleshoot the off no power anomaly because of the button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.